Event description:
It was reported that the patient didn't change infusion set after every two days which led to high blood glucose. For further treatment patient was admitted in emergency room. The blood glucose level was 26 mmol/l at the time of event. The high blood glucose level was treated with intravenous fluids of saline and insulin.

Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street suite 200 city: san diego state: ca zip code: 92121 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.